Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve met the requirements for siphon, preimplantation and leak testing. However, the valve did not meet requirements for reflux and pressure-flow testing. Proteinaceous debris was observed in the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be obstructed. According to the report, the pressure level was set to 0.5 at implantation, but the patient's intracranial pressure remained high and the device was explanted. It was reported the doctor replaced the device with another device. Reportedly, there was no injury to the patient.